Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 could not be deployed. No significant delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a different device was returned than anticipated. The device returned out of original packaging and was a fast-fix 360 with a product number of 72202468 and batch number of 2049737. The needle of the device was bent from manufacturer intended position. The anchors and suture were not returned with the device. The deployment needle appears jammed at the distal tip. A functional evaluation was performed on the returned device and found the device was jammed at the distal tip of the device. The actuator could function, but would not reset the deployment needle. A review of the customer provided image reveals the device pictured is a fast-fix 360 device and not the reported ultra fast-fix device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.